Event description:
The customer reported that pump serial number (B)(4) has a defective keypad. The customer stated that the #2 and #3 keys were not functioning and that the #2 key types a 0 when pressed and the #3 acts like the down arrow when pressed. There was no pt injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Keypad malfunctions were obvious during the product evaluation. Evaluation found the #2 key acting as the 3rd soft key and the #3 key acting as the 4th soft key caused by a failed I/o pcb (specific component not identified). The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.